Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Medical device problem code a1502 captures the reportable event of gel misplaced, vascular. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally and the procedure was done under local anesthesia. After the procedure, the spaceoar gel could not be confirmed on magnetic resonance imaging (MRI). The size of the veins on the left and right sides were different, indicating the gel may have been placed in the veins. It was confirmed that the gel was misplaced in the vein. The patient condition was reported to be stable and will received treatment of 51.6gy / 12fr heavy ion beam radiation.